Event description:
Product end user reports urinary tract infection with the use of catheter. He states he is "very happy with this catheter", does not mention any technique issues with catheterization. End user states he "washes his hands with soap and water prior to use and when he is at home and it is convenient he uses betadine to cleanse urethral opening first he does, but has not consistently used a cleanser'. It is unclear if the end user developed these alleged urinary tract infections while not using a cleanser? No malfunction noted with the product. Patient states he received oral antibiotics to treat the urinary tract infection. No photos received.